Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: were clips not fully closed (as result of applier not squeezing clips tight enough)? How was case completed? Was there any patient consequence?

Event description:
It was reported that the device was not squeezing clips tight enough. No further information is known at this time.